Event description:
Device malfunction: none. Symptoms/ae: stroke, acute in-stent thrombosis, intracranial hemorrhage. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the pt experienced right hemiparesis and aphasia. The pt was started on reopro and returned to baseline within 20-30 mins post the procedure. The following day, the pt began to have recurrence of the same symptoms. CT angiogram of the brain showed no vessel occlusion. Repeat angiogram showed some mobile opacities in the carotid stent consistent with small clots; the pt's condition improved slightly post the angiogram. The pt was started on heparin and intravenous fluid. Physical and occupational therapy were initiated. Final diagnosis was a small distal infarct with super-imposed re-perfusion injury and intracerebral and subarachnoid hemorrhage. Five days post procedure the pt's condition resolved. Three days later, the pt was discharged to home. Although requested, there is no additional info available.

Manufacturer narrative:
Study report. The stent remains in the pt. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Neurological events may occur during carotid stent procedures and as listed in the device instructions for use.